Manufacturer narrative:
The customer returned one 2l hyperinflation bag, two 1l hyperinflation bags, one 0.5l hyperinflation bag, 4 manometers and 2 masks. Both masks were manufactured by vital signs. Two of the manometers had the exhalation port broken off and stuck in the masks. One manometer was normal. The fourth manometer had been assembled to a hyperinflation bag incorrectly. The bag was attached to the exhalation port. When the hyperinflation bag was removed, the exhalation port on the manometer had some sort of film on it. The two broken exhalation ports were firmly stuck in the masks. They were removed. Both masks and all four exhalation ports were checked with iso gages. The ID of the masks and the od of the manometers were all compliant with the iso spec. See accompanying photos. In addition, all four hyperinflation bags where visually checked for holes. None were observed. The two functioning manometers were then tested with the two masks. They were assembled and dissembled multiple times. They functioned as intended. Given that the fit between a manometer and a mask is a friction fit, it is possible to press them together so hard that they cannot be removed. This situation is aggravated by the fact that the exhalation port rotates which makes it harder to remove a stuck mask from a manometer.

Event description:
The customer has reported the bag sticks to connectors, tears loose and tears a hole in the bag.